Event description:
It was reported that the patient used meal announcements as correction, and elevated blood glucose was documented. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included user education and use review. Investigation of this case revealed user technique contributed to hyperglycemia, with the device functioning as designed. It was concluded that the cause was use error related to relying on meal announcements for correction rather than appropriate correction dosing.